Manufacturer narrative:
Patient age was estimated based on the age at time of implant. Patient weight was estimated based on most recent provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with fever, redness of abdominal wall and purulent discharge and pain at the driveline site of left ventricular assist device (lvad) abdominal wall. Pus wound swab culture was negative x 1 and positive x 1 for moderate staphylococcus aureus. Blood cultures were negative x 2. Antibiotics were given, a midline access placed for home intravenous antibiotics and the patient was discharged on (B)(6) 2019.